Manufacturer narrative:
An event of perforation of vessels, syncope/fainting, and pericardial effusion led to cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder (laao) was implanted successfully utilizing a 14f amplatzer amulet delivery sheath. The sizing of the device was determined via transesophageal echocardiography (tee). Sizing was determined to be 21mm landing zone, 12 mm depth, 25mm orifice. There were no reported device issues or patient consequences. During the two month follow-up, the device looked fine on echo imaging. On (B)(6) 2023, the patient collapsed and was hospitalized. Pericardial effusion with cardiac tamponade was observed. It was decided to surgically remove the laao. During the surgery the amulet device was observed to be well endothelialized but one of the stabilizing wires was sticking out through the laa and had damaged the pulmonary artery by causing a small tear. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6)2023, a 25mm amplatzer amulet left atrial appendage occluder (laao) was implanted successfully utilizing a 14f amplatzer amulet delivery sheath. There were no reported device issues or patient consequences. During the two month follow-up, the device looked fine on echo imaging. On (B)(6)2023, the patient collapsed and was hospitalized. Pericardial effusion with cardiac tamponade was observed. It was decided to surgically remove the laao. During the surgery the amulet device was observed to be well endothelialized but one of the stabilizing wires was sticking out through the laa and had damaged the pulmonary artery by causing a small tear. The patient was reported as stable. No additional information was provided.

Manufacturer narrative:
An event of perforation of vessels, syncope/fainting, and pericardial effusion led to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.